Manufacturer narrative:
The device was returned to our us facility, and will later be forwarded to the manufacturing site for investigation. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID (B)(4). Cross reference complaint ID (on the 27068cd bridge as a coconmitant item): (B)(4).

Event description:
It was reported that "combination of 27040xal and 27068cd bridge caused poor image on screen". It was confirmed that there was no patient injury or impact due to the reported issue and the surgeon was able to complete the procedure without delay. No negative impact in state of health reported. Cross reference complaint ID (on the 27068cd bridge as a coconmitant item): (B)(4).